Event description:
It was reported that there was a remote alert of a mechanical heavy shock to the detector. The device was in clinical use and there was no harm to patient or user. Additional information received confirming that when the detector was being kept in the detector holder, it slipped and fell down.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a mobile x-ray system for general radiographic purposes. A portable digital flat panel detector (model "skyplate") is used for image capture. The remote service engineer (rse) analysed and concluded that the detector was slipped and fell down from the holder. There were mechanical shocks registered in the detector shock log. Gain and pixel calibration steps were provided to the customer. After calibration performed by the customer, the detector tested okay. The device was returned for clinical use.